Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe does not work punctual as expected, but also damages the surrounding tissue. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned probe was inspected under the microscope. Electrode and ceramic still attached to the probe tip. Heavy wear marks on ceramic, burnt marks on the distal end of lumen were observed on the returned unit. Functional inspection : the probe was connected to the crossfire console in cel lab, using a tissue paper in saline. The unit was activated to a maximum power, plasma generation was noticed in between the ceramic and lumen. The unit was connected to the serfas energy programmer box as part of the investigation to determine the activation history of the probe. E-prom readout determined that the probe was activated 41 activation instances. A pressure/leak test was conducted at the tip of the probe and the leak was detected. The probable root cause/s could be inconsistent adhesive application during assembly of electrode and ceramic, inconsistent glue application during assembly of outer lumen and tip assembly, stack up discrepancy between outer lumen and tip assembly; which all may cause a short circuit due to water ingression.

Event description:
It was reported that the probe does not work punctual as expected, but also damages the surrounding tissue. Although there was patient involvement, the procedure was completed successfully.